Event description:
Related MFR report number: 2017865-2023-25047. It was reported that patient passed away due to unknown reason. Device interrogation was performed and revealed that the pacemaker (pm) and lead were not capturing.